Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, there was an "on table pcr" (posterior capsule rupture) and he had to remove the lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).